Manufacturer narrative:
A possible root cause was determined for the probe drip. The cap of the waste bottle was broken, leading to a break in the fluidics system and incorrect pressure levels. An ocd field engineer visited the customer site and performed the appropriate adjustments and repairs to return the instrument to expected operation.

Event description:
The customer reported that, the probe on the ortho provue analyzer dripped fluid. Probe drip may lead to dilution of sample/ reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood. Erroneous test results were not reported.